Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of could not prime the infusor was not confirmed. During the evaluation of the unit received, no signs of blockage were observed that could have caused the reported condition. In addition, immediately after removal of the blue wing luer and prime, flow were readily observed at the luer. The assignable cause was user error. Additional: a batch review has been performed and there were no exceptions noted during the manufacturing of this device.

Event description:
The facility representative contacted baxter (B)(4) to report an infusor 5 milliliters/hour that could not be primed. There was a possible non delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.